Event description:
It was reported the device was overheating during testing conducted by a manufacturer service technician at the user facility. There was no reported patient involvement, no delay, no medical intervention, and no adverse consequences.